Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on their one touch verio pro meter. The patient compared their one touch verio pro meter to another meter. The patient had obtained a 120 mg/dl on the one touch verio pro meter and less than 30 minutes later obtained an 85 mg/dl on an ultraeasy meter. The patient did not exhibit any symptoms due to the alleged issue or seek any medical attention due to the discrepancy of the readings. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The products were replaced and requested back. The complaint is being reported since the difference between the two readings are greater than 30 mg/dl or 30%.

Manufacturer narrative:
The 510 (k) # is k093745. Lifescan (lfs) has requested return of the subject product(s) for evaluation. Lfs has received the meter back for testing and the meter was evaluated and the meter passed testing. If the test strips are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.